Event description:
After an implantation period of approx. 25 months, it was reported that the pacing impedance was too high. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 was analyzed. The pacing threshold trend curve showed initial values around 1.2v with a subsequent gradual increase since (B)(6) 2019 up to 4v. The pacing impedance trend curve was around 600 ohms until (B)(6) 2019 when the values began to gradually increase to greater than 3000 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.